Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon inspection, stryker observed that the magnet was missing from the lid. As a result, the device may not automatically power on when the lid is opened. This may lead to defibrillation therapy being delayed or unavailable, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Corrected data: section h6, results code grid (1) of the initial medwatch report indicates: mechanical problem identified; section h6, results code grid (1) of the initial medwatch report should indicate: results pending completion of investigation. Section h6, conclusion code grid (1) of the initial medwatch report indicates: conclusion not yet available; section h6, conclusion code grid (1) of the initial medwatch report should indicate: cause trace to component failure. Additional maufacturer narrative: the cause of the missing magnet was isolated to the lid assembly. Device was archived by stryker.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon inspection, stryker observed that the magnet was missing from the lid. As a result, the device may not automatically power on when the lid is opened. This may lead to defibrillation therapy being delayed or unavailable, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The customer was provided with a replacement device. Stryker performed an initial evaluation of the customer's device and observed that the magnet was missing from the lid. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.